Event description:
A valiant captivia stent graft was attempted to be implanted during the endovascular treatment of a pseudoaneurysm. It was noted that  the patient had developed a pseudoaneurym at the level of the aortic coarctation which had been previously treated by bypass surgery with debranching from lsa to dta. The pseudoaneurysm was ruptured and the right thorax was completely filled with blood.  At implant, the diameter of the proximal aorta was noted to measure 16mm and the aortic arch was angulated by 60 degrees. The aorta was noted as tortuous and there was no calcification. Other vessels were also noted as having no calcification. It was reported that during the index procedure, the plan was to take the device  through the bypass graft (used for debranching of lsa  and mid dta) and deploy it  distal to the lcca until mid dta through the bypass graft. It was noted that the valiant captivia  was unable to cross through the bypass due to tortuosity. The physician then decided to take the valiant captivia through the aortic coarctation where the pseudoaneurysm had developed and ruptured to cover it. The physician was able to pass the device past the aortic coarctation but was unable to advance until distal to the lcca. During this a non-medtronic wire got kinked.  After this second attempt,  the physician stopped the surgery and was looking for an alternative procedure. When attempting to remove the delivery system, vessel spasm occurred. Multiple attempts were made to remove the device system and it got stuck into the left common iliac artery.  The patient was given nitroglycerine and  nimodipine, but the device was still unable to be remove from the patient. The physician then decided to do an open surgery to remove the device from the left cia. The  device was successfully removed from the patient. The left cia  was occluded and a fem-fem bypass was performed the next day after the index procedure. The patient was stable after the surgery. Per the physician, the cause of the even cannot be determined. No additional sequelae was reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider and the tip capture release handle in the home position. A gap of 1.5mm (fail); specification is 1.0mm max was observed between the graft cover tip and the taper tip. The taper tip was bend indicating resistance as the device was advanced. The reported positioning difficulties were confirmed through analysis of the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.